Event description:
The field service representative reported that the customer received questionable results for forty one patient samples tested for creatinine jaffe method (creatinine). The field service representative indicated that recovery shifted low and then higher. Out of the forty one samples, fourteen were found to have erroneous results. The samples were repeated on different analyzers, but the customer refused to clarify any information. The customer believed the repeat results to be correct. It is unknown if any of the alleged erroneous results were reported outside of the laboratory. The first sample initially resulted as 0.74 mg/dl and repeated as 1.02 mg/dl. The second sample initially resulted as 1.84 mg/dl and repeated as 2.41 mg/dl accompanied by a data flag. The third sample initially resulted as 1.24 mg/dl and repeated as 1.69 mg/dl accompanied by a data flag. The fourth sample initially resulted as 0.78 mg/dl and repeated as 0.97 mg/dl. The fifth sample initially resulted as 0.80 mg/dl and repeated as 1.05 mg/dl. The sixth sample initially resulted as 0.99 mg/dl and repeated as 1.28 mg/dl. The seventh sample initially resulted as 0.72 mg/dl and repeated as 0.95 mg/dl. The eighth sample initially resulted as 0.72 mg/dl and repeated as 0.96 mg/dl. The ninth sample initially resulted as 0.69 mg/dl and repeated as 0.92 mg/dl. The tenth sample initially resulted as 0.83 mg/dl and repeated as 1.12 mg/dl. The eleventh sample initially resulted as 0.89 mg/dl and repeated as 1.19 mg/dl. The twelfth sample initially resulted as 0.72 mg/dl and repeated as 0.95 mg/dl. The thirteenth sample initially resulted as 0.74 mg/dl and repeated as 0.97 mg/dl. The fourteenth sample initially resulted as 1.34 mg/dl and repeated as 1.76 mg/dl. It is not known if any patients were adversely affected. The customer did not allege any adverse events. The customer did not provide the creatinine reagent lot number or expiration date. The field service representative determined that there was a fluidics failure with the r2 creatinine reagent nozzle. He replaced the r2 creatinine reagent nozzle. He performed a cell wash, reagent flowpath wash, and mechanism checks. He observed proper operation without error. The customer performed calibration and quality control which passed according to site specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.